Manufacturer narrative:
Combination product: yes.

Event description:
Elevated impedance(>3kohm) and rapid increase of short interval counter were confirmed on 4/13. And noise was confirmed by nst episode on (B)(6). Physician decided to replace lead.

Manufacturer narrative:
Combination product: yes. Lead was explanted on (B)(6) 2025. (B)(6) 2025 update: an inner coil was fractured and stuck out lead body near the shock coil. Upon receipt, the lead under complaint was found cut 11 cm distal to the is-1 connector pin into two fragments. All fragments were received for analysis. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The insulation was found rubbed through between 10 and 7 cm proximal to the lead tip. The conductor cable leading to the rv shock coil was found exposed in this region. Furthermore, the conductor cables leading to the ring electrode and rv shock coil were found fractured 6 cm proximal to the lead tip. The rv shock coil was found covered in fibrotic growth. Based on the characteristics of these damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and increased fibrotic growth which had impact on the maneuverability of the lead should be taken into consideration. Additionally, the outer conductor coil was found deformed 3 cm distal to the is-1 connector pin and the rv shock coil stretched. These damages most likely resulted from the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.